Event description:
Clinical study. It was reported from a monitoring visit to the site, that during a coronary drug eluting stenting treatment procedure the patient experienced a dissection. The lesion being treated was a 3.50mm, 95% stenosed, 18mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and placement of a 3.50x20mm taxus express2 study stent. A dissection occurred. The physician then placed a 3.50x8mm taxus express study stent overlapping the previously placed stent. There were no further complications. The patient was discharged 2 days later on aspirin and plavix.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.